Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. As tandem technical support was not contacted at the time of the event, troubleshooting could not be performed. Additionally, the customer experienced low blood glucose (bg) between 45-58mg/dl, cause was unknown. Carbohydrates were consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.